Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.

Event description:
It was reported the self-adhesive of the infusion set was not sticking to the patient's skin. The reporter alleged the adhesive was defective. No adverse event reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.